Manufacturer narrative:
End user's age and weight not known so an estimation used. A review of all vapro complaints and a review of sku 74124 specifically over the last 3 years show no adverse trends for catheter difficult to insert. Device history review was completed and found to be complete and accurate. Affected catheter not saved but representative sample returned for evaluation. The returned representative samples were tested and met product specifications. The root cause of the catheter difficult to insert into the urethra is not known. It is not known if the catheter caused or contributed to the reported infection.

Event description:
It was reported that an end user tried to insert his urethral urinary catheter. He was able to push the catheter 6-8 cm into his urethra but then it went no further. Since he thought that it was an insertion error in his part, he tried to insert it further three more times. It would not insert any further and there was severe pain in the urethra when he tried to remove it. The end user went directly to his urologist who said it was an infection and administered an antibiotic. The end user is reported to be fine now and he can catheterize himself without any problems.